Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. A lab dispense test was also failed due to being above spec. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving dilaudid (10 mg/ml at 3.66 mg/day) via an implantable infusion pump. It was reported that a motor stall occurred, with the event date noted to be (B)(6) 2019. The cause of the stall was not determined. It was unknown what diagnostics/troubleshooting steps were performed. The pump was replaced on (B)(6) 2019. The issue was considered resolved. No patient symptoms were reported. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), product type: catheter. Product ID: neu_unknown_ cath, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the pump was stalled for 249 hours and 43 minutes. It was noted the patient had a loss of therapy.